Manufacturer narrative:
Product event summary : the full lead was returned in segments and analyzed with no anomalies found. Visual analysis noted apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the distal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. (B)(4).

Event description:
It was reported that within two days of the implant procedure, the left ventricular lead was not capturing. High threshold and phrenic nerve stimulation were also noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.